Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the cgm reading was inaccurately reading high and insulin was delivered to the patient by their insulin pump based on this. While being asleep, the patient experienced vomiting, cognitive problems, fell, and lost consciousness. An ambulance was called by the patient´s husband and when a fingerstick was taken, the cgm reading was 180 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was provided juice and peanut butter and jelly to raise the blood glucose levels, and was given zofran for nausea. No further medication was reported and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.